Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that his coaguchek xs meter serial number (B)(4) had issues with power and the display is fading which could impact the interpretation of results. The reporter stated that the meter has been having power issues for one year. He has replaced the batteries several times. Each time he uses the meter, it will not power one. He leaves a battery out of the meter, inserts it, sets the date and time, and removes the battery each time he tests. The reporter also stated that the meter display is faded and he has to hold the meter at a certain angle to see the display completely. He performed a display check and all segments of the "888" in the result field of the display were present. When the meter powers on, he sees a faded date/time, but cannot see the test strip symbol flashing at the bottom. When the reporter accesses the meter memory to see the last test result on the screen, he could see a result of 3.1 inr when the meter is tilted. When he looks at the meter result field straight on, he can only see the bottom half of the numbers of 3.1 inr. He can't see the "mem" indicating the result is from memory and he can barely see arrows on the display. The reporter could not read the entire result when looking straight at the meter display. The reporter's product was requested for investigation and replacement product was sent to the reporter. No adverse events were alleged to have occurred with the reporter.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.